Event description:
Additional information was received from the patient (pt). Pt reports the cause of their sudden loss of stimulation was unknown. Pt reports the issue was resolved on the initial contact date. Pt reports the only troubleshooting actions taken during the initial call were resetting their external device. Pt states there have been no device or therapy issues since then.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they are unable to connect to their implanted neurostimulator. Patient stated that they have tried resetting but that did not resolve the issue. Agent walked patient through removing the communicator from the case and performing a reset of the communicator. Patient confirmed that the reset resolved the issue and they were able to connect. The troubleshooting steps that were taken on the call resolved the issue. The patient (pt) also mentioned that they suddenly were unable to feel stimulation as they normally would during the call. Caller confirmed that the use stimulation most of the time. Caller confirmed that therapy was turned on and that the intensity was set to 5.4. Caller turned therapy on then back off and confirmed they were able to feel stimulation again and the issue was resolved.